Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a crimp in the black power cable could not be confirmed through this evaluation. Provided information indicated that it was planned to exchange the heartmate 3 system controller (serial number: (B)(6)) on (B)(6) 2023. Multiple attempts were made to determine if the controller would return to abbott for further analysis, but no response was received. Log files were submitted for review, containing approximately 2 days of data (19:34:39 (B)(6) 2023 to 12:14:26 (B)(6) 2023 per the timestamp). Throughout the data, the controller appeared to perform as intended and the pump maintained a speed above the low-speed limit without issue. The root cause of the reported event could not be conclusively determined through this evaluation. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had crimp in the black power cable on controller. The log files did not capture any controller or pump function issues. The controller was planned to be replaced on monday (B)(6) 2023 due to the crimp in the black controller power lead.